Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon was advanced for dilatation. However, upon first inflation below the nominal pressure, it ruptured immediately. The device was removed and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.